Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose level 160 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.